Event description:
It as reported during a scheduled asls screw removal, using a stardrive screwdriver to remove the 5.0 ti angular locking screws, surgeon was having difficulty. The screw would go forward a little instead of backwards in the attempt to remove. All screws were removed. The procedure was extended 15 mins. This complaint is 2 of 2.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The catalog number provided was incomplete, however, it is in family of 04.025.5xx. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.